Manufacturer narrative:
One level 1 hotline low flow system was returned with the enclosure and line cord damaged and dirty. The water tank cover was damaged. There was an old style enclosure, printed circuit board (pcb), line cord and drain fitting. The tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The reported issue was able to be confirmed. A disposable alarm caused insufficient heat. No action was taken to fix the issue due to the device's age and the returned condition.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was not heating. There was no reported adverse event.